Manufacturer narrative:
Correction: section h6- the health effect - clinical code should have been 2388-inadequate pain relief and 1924-failure of implant rather than 2388-inadequate pain relief only. The report event of high impedances was confirmed. As received, microscopic and x-ray inspection showed the returned lead (b) found a kink on the outer tubing and the internal lead wire being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2024-00743. It was reported that patient was found to have impedance issues that decreased the effectiveness of therapy. To address the issue, surgical intervention to explant and replace leads occurred.

Manufacturer narrative:
A case of high impedances was reported to abbott. The patient had a successful drg leads revision. Patient¿s original t9 and t10 leads were explanted. No complications. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.